Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 39 mg/dl, noted after being awakened by a low glucose alert and treated with oral carbohydrate and peanut butter. Investigation included complaint handling and review of user-reported event details. Further investigation of this case revealed the cause of the hypoglycemia was unclear based on the available information. Symptoms included disorientation, sweating, and feeling unwell consistent with hypoglycemia. Outcomes included self-treatment at home without medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was user-reported hypoglycemia with unclear cause, and product return and evaluation have not occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.